Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a loss of capture on the atrial lead. An x-ray confirmed the atrial lead was dislodged. The lead will be monitored and no further intervention was performed at this time. The patient was stable with no adverse consequences. Further information was requested but not received.